Event description:
On 2022, initial l3, l4, l5, s1 instrumentation surgery was performed. On 01/10/2024, a revision l2, l3, l4, l5, s1 instrumentation extension surgery was performed. Pre- or post-op x-rays were not provided. All removed components were not returned for evaluation. S1 screws were broken in the mid-region of the screw shaft. No harm or injury to the patient was reported before or after the surgery. 01/10/2024, doctor's operative reports were provided. The cause is pseudoarthrosis ( a condition when bones fail to fuse with one another due to the patient's reduced ability to generate bone-producing cells (called osteoblasts) needed for fusion), a non-device related factor adverse event related to patient's condition.

Manufacturer narrative:
The cause of the failure is a non-device related factor such as adverse events related to the patient's condition. The observed implant failure(s), however, can result from excessive loading and/or the absence of fusion within six months post-surgery. This report is related to report 3009051471-2024-00007, as two screws were found broken during the case. Both of these reports is to report these failures.